Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 12, 2023 and dec 09, 2021 hence section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/ short of breath, nasal throat irritation or soreness, headache, feeling dizzy and lightheaded related to CPAP device's sound abatement foam. Additional information was received about the burning, smoke, electrical odor, nose irritation, respiratory tract irritation and death. The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to death. (Previously, it was blank.) Section b7 was updated. (It was not captured in previous report.) Section h1 was changed from malfunction to death. Section h6 health effects: clinical codes and health effects - impact code, medical device problem code were corrected.